Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was "easy to bend to one side" during use. The following information was provided by the initial reporter, translated from chinese to english: "gastroenterology reported that the separation membrane needleless closed-type infusion connector that has recently been used, the septum easy to bend to one side."

Manufacturer narrative:
H6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was "easy to bend to one side" during use. The following information was provided by the initial reporter, translated from chinese to english: "gastroenterology reported that the separation membrane needleless closed-type infusion connector that has recently been used, the septum easy to bend to one side."